Event description:
Opened package. Inserted needle through endoscope into biopsy site. Removed the stylet. Used needle to take biopsy. Pushed biopsy out with stylet. Removed stylet again. Flushed with saline, then air. Tried to replace stylet, but would not insert fully into the needle after repeated attempts.